Event description:
It was reported that the customer noticed a difference between the sensor and the blood glucose readings. Customer stated that insulin pump was reading 40 mg/dl when the blood glucose reading was really 112 mg/dl and the insulin pump alarmed threshold suspend. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.